Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. A 3.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for predilation. However upon the initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.